Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic due to feeling symptomatic the previous day. Upon interrogation, the implantable cardiac monitor exhibited backup vvi operation. The patient did not undergo a surgery nor radiation recently. A software download was performed successfully and the device returned normal function. The patient was in stable condition.